Event description:
Additional information received reported the patient was reprogrammed on (B)(6) 2014 and has better coverage and receiving therapy.

Event description:
It was reported the patient called in because they needed their therapy adjusted because they were not getting full coverage or enough pain control. The patient¿s pain was greater than the stimulation was able to help them. The patient noted their therapy helped at first and approximately one year prior to the report the patient met with their manufacturer representative to adjust their therapy. A couple months prior to the call, after their last adjustment, the patient¿s stimulation was shutting off and then it would come back on. When the stimulation would come back on they would feel a jolt. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3 77860, lot# v017382, implanted: (B)(6) 2007, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).